Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) quickly due to the high left ventricular (lv) lead threshold. The ICD and the lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal end had body tissue/fibrotic growth. (B)(4) implantable cardioverter defibrillator (ICD) 2012 (B)(6); 6935 implantable tachy lead 2012 (B)(6); 4196 implantable pacing lead 2012 (B)(6). (B)(4).